Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 54-year-old male with acute myocardial infarction complicated by cardiogenic shock requiring inotropic and vasopressor support. While on support, device flow decreased and motor current increased, followed by pump stop. Prior to the event, the impella cp was operating at performance level p-9 with flows of approximately 3.5 l/min and a mean motor current of 875 ma, as intended. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate and was infusing with purge flow 14ml/hr and purge pressure of 450mmhg. To mitigate the impact of suspected biomaterial within the motor, tissue plasminogen activator (tpa) was administered in the purge solution however, the treatment was unsuccessful. Please note that adding tpa to the purge solution is considered an off-label use. The impella cp was subsequently explanted, and the patient was escalated to impella 5.5 for continued mechanical circulatory support. No adverse clinical effects related to the event were reported, and the patient remained stable throughout. The patient was successfully transitioned to impella 5.5 support and remained on support at the time of reporting. Based on the available information, the reported pump stop is consistent with suspected biomaterial within the motor. No patient injury was reported, and the patient remained clinically stable with successful escalation to impella 5.5 support.